Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/essure device punctured fallopian tube/ fallopian tube perforation'), genital haemorrhage ('abnormal bleeding (general)/ general abnormal bleeding') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto thyroid disorder/ hashimoto disease') in a 43-year-old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included breast reduction, tummy tuck, pelvic mass, ovarian cyst nos, paratubal cyst, abdominal pain, gout, sinus operation, anemia and ectopic pregnancy. Concurrent conditions included overweight, blurred vision, headache, hyperopia, presbyopia, uterine bleeding, knee pain, synovitis, tenosynovitis, joint swelling, stiffness, flank pain, kidney stone, sinusitis, atelectasis, scoliosis, spondylolisthesis, disturbance of skin sensation, hypertension, lumbago, numbness, palpitations, urinary frequency, urinary urgency, diarrhea, constipation, dysesthesia of lower extremity, polyarthropathy, chest pain, raynauds, myalgia, urticaria, dysphagia, dry eyes, insomnia, chronic cough, lumbar disc herniation, fibromyalgia, mouth ulcer, behcet's syndrome, cervical disc herniation, rheumatoid arthritis, ovarian torsion, gastroesophageal reflux disease, blisters, angioneurotic edema, change in bowel habits, gallbladder polyp, epigastric pain, bloating, right upper quadrant pain, acute bronchitis, bronchospasm, asthma, tendonitis, stress urinary incontinence, vaginal prolapse, mixed incontinence and mononucleosis. Concomitant products included alprazolam since 2010, benzonatate since (B)(6)2016, ciclosporin (restasis) from 2016 to 2017, ciprofloxacin hydrochloride (ciprofloxacin hcl) from 2012 to 2016, clarithromycin from 2011 to 2016, colchicine from 2016 to 2018, cholecalciferol (d3) from 2015 to 2017, colestyramine (cholestyramine) from 2017 to 2018, cyclobenzaprine since (B)(6)2011, drospirenone + ethinylestradiol (yaz), duloxetine hydrochloride (duloxetine hcl) since 2017, esomeprazole magnesium since (B)(6)2016, famotidine;ibuprofen (duexis) since (B)(6)2016, fluticasone propionate;salmeterol xinafoate (advair) since (B)(6)2016, folic acid from 2014 to 2017, furosemide from 2014 to 2016, hydrochlorothiazide since 2014, hydrocodone since (B)(6)2012, hyoscyamine since 2016, levofloxacin from 2013 to 2014, levothyroxine sodium since 2016, levothyroxine;liothyronine (np thyroid) since (B)(6)2018, lisinopril since 2008, losartan potassium from 2017 to 2018, meloxicam from 2012 to 2016, methylprednisolone since 2010, naproxen from 2011 to 2017, nystatin since 2018, oxycodone since 2010, paracetamol (acetaminophen) since (B)(6)2012, prednisone from 2013 to 2017, salbutamol sulfate (proair hfa) since 2010, thyroid (armour thyroid) from 2017 to 2018 and valaciclovir hydrochloride (valacyclovir hcl) from 2016 to 2018. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmennorhea (cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge/ vag. Discharge"). On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ apareunia"). In october 2009, the patient experienced fatigue ("fatigue"). In (B)(6)2009, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type/ gi conditions"). In (B)(6)2010, the patient experienced pelvic pain ("pelvic pain/ pelvic pain"), back pain ("back pain/ back pain"), pain in extremity ("leg pain") and neck pain ("neck pain"). In march 2010, the patient experienced dermatitis allergic ("rashes or skin conditions type/ rash/skin condition") and nausea ("nausea/ nausea"). In (B)(6)2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6)2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6)2011, the patient experienced eye disorder ("vision/eye problems type"). In (B)(6)2012, the patient experienced alopecia ("hair loss/ hair loss"). On (B)(6)2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection/ uti"). In (B)(6)2014, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6)2015, the patient experienced tooth disorder ("dental problems/ dental probs."). In (B)(6)2016, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6)2018, the patient underwent urinary bladder suspension ("bladder sling"). In (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), bladder disorder ("bladder or urinary problems or changes/ bladder probs"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, autoimmune thyroiditis, hypersensitivity, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, urinary tract infection, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal discharge, eye disorder, pain in extremity and urinary bladder suspension outcome was unknown, the pelvic pain, dysmenorrhoea, back pain, female sexual dysfunction, migraine, nausea, tooth disorder, trigeminal neuralgia, fatigue, weight increased, gastrointestinal disorder, dysgeusia, neck pain, alopecia, abdominal pain and headache had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bladder disorder, dermatitis allergic, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, trigeminal neuralgia, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:- patient had a history of right salpingectomy due to ectopic pregnancy, hence, essure was inserted only in the left ostia with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6)2012: result: 1. Tear to the posterior horn of the lateral meniscus near the root, as well as a tear to the anterior horn of the lateral meniscus near the root. 2. Small joint effusion and small popliteal cyst.. Ultrasound pelvis - on (B)(6)2016: result: thickened abnormal endometrium measures 9 mm with cystic changes·. Cytologic evaluations warrant ed. Ovaries not well seen but no definite mass appreciated.. Ultrasound scan vagina - on (B)(6)2016: result: 1. Fibroid in the left uterine body, which has increased in size from prior study where it measured 13 x 1.2 x 1.5 cm? 2. Status post right oophorectomy. 3. Heterogeneous uterus which may be secondary to adenomyosis.. X-ray - on (B)(6)2016: 1. Mild-to-moderate osteoarthritis. Calcaneal spurs. 2. Otherwise unremarkable left foot x-rays.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain, fatigue,dyspareunia,urinary tract infection, autoimmune thyroiditis and trigeminal neuralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. Events headache and abdominal pain was added. Event rash or skin condition was recoded to allergic rash. Outcome for events pelvic pain, abdominal pain, apareunia, back pain, fatigue, vision probs, migraine, headaches, nausea, hair loss and dental probs were updated to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/essure device punctured fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto thyroid disorder') in a 43-year-old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included breast reduction, tummy tuck, pelvic mass, ovarian cyst nos, paratubal cyst, abdominal pain, gout, sinus operation, anemia and ectopic pregnancy. Concurrent conditions included overweight, blurred vision, headache, hyperopia, presbyopia, uterine bleeding, knee pain, synovitis, tenosynovitis, joint swelling, stiffness, flank pain, kidney stone, sinusitis, atelectasis, scoliosis, spondylolisthesis, disturbance of skin sensation, hypertension, lumbago, numbness, palpitations, urinary frequency, urinary urgency, diarrhea, constipation, dysesthesia of lower extremity, polyarthropathy, chest pain, raynauds, myalgia, urticaria, dysphagia, dry eyes, insomnia, chronic cough, lumbar disc herniation, fibromyalgia, mouth ulcer, behcet's syndrome, cervical disc herniation, rheumatoid arthritis, ovarian torsion, gastroesophageal reflux disease, blisters, angioneurotic edema, change in bowel habits, gallbladder polyp, epigastric pain, bloating, right upper quadrant pain, acute bronchitis, bronchospasm, asthma, tendonitis, stress urinary incontinence, vaginal prolapse, mixed incontinence and mononucleosis. Concomitant products included alprazolam since 2010, benzonatate since (B)(6) 2016, ciclosporin (restasis) from 2016 to 2017, ciprofloxacin hydrochloride (ciprofloxacin hcl) from 2012 to 2016, clarithromycin from 2011 to 2016, colchicine from 2016 to 2018, colecalciferol (d3) from 2015 to 2017, colestyramine (cholestyramine) from 2017 to 2018, cyclobenzaprine since (B)(6) 2011, drospirenone + ethinylestradiol (yaz), duloxetine hydrochloride (duloxetine hcl) since 2017, esomeprazole magnesium since (B)(6) 2016, famotidine;ibuprofen (duexis) since (B)(6)-2016, fluticasone propionate;salmeterol xinafoate (advair) since (B)(6) 2016, folic acid from 2014 to 2017, furosemide from 2014 to 2016, hydrochlorothiazide since 2014, hydrocodone since (B)(6) 2012, hyoscyamine since 2016, levofloxacin from 2013 to 2014, levothyroxine sodium since 2016, levothyroxine;liothyronine (np thyroid) since (B)(6) 2018, lisinopril since 2008, losartan potassium from 2017 to 2018, meloxicam from 2012 to 2016, methylprednisolone since 2010, naproxen from 2011 to 2017, nystatin since 2018, oxycodone since 2010, paracetamol (acetaminophen) since (B)(6) 2012, prednisone from 2013 to 2017, salbutamol sulfate (proair hfa) since 2010, thyroid (armour thyroid) from 2017 to 2018 and valaciclovir hydrochloride (valacyclovir hcl) from 2016 to 2018. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), pain in extremity ("leg pain") and neck pain ("neck pain"). In march 2010, the patient experienced skin disorder ("rashes or skin conditions type") and nausea ("nausea"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In june 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In march 2011, the patient experienced eye disorder ("vision/eye problems type") and visual impairment ("vision/eye problems type"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On 12-feb-2018, the patient underwent urinary bladder suspension ("bladder sling"). In september 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on 26-sep-2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, autoimmune thyroiditis, back pain, hypersensitivity, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, urinary tract infection, female sexual dysfunction, skin disorder, bladder disorder, urinary tract disorder, nausea, trigeminal neuralgia, vaginal discharge, eye disorder, fatigue, gastrointestinal disorder, pain in extremity, alopecia, urinary bladder suspension and visual impairment outcome was unknown, the pelvic pain, dysmenorrhoea, migraine, tooth disorder, weight increased, dysgeusia and neck pain had resolved and the dyspareunia was resolving. The reporter considered alopecia, autoimmune thyroiditis, back pain, bladder disorder, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, neck pain, pain in extremity, pelvic pain, skin disorder, tooth disorder, trigeminal neuralgia, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion details:- patient had a history of right salpingectomy due to ectopic pregnancy, hence, essure was inserted only in the left ostia with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2012: result: 1. Tear to the posterior horn of the lateral meniscus near the root, as well as a tear to the anterior horn of the lateral meniscus near the root. 2. Small joint effusion and small popliteal cyst.. Ultrasound pelvis - on (B)(6) 2016: result: thickened abnormal endometrium measures 9 mm with cystic changes·. Cytologic evaluations warrant ed. Ovaries not well seen but no definite mass appreciated.. Ultrasound scan vagina - on (B)(6) 2016: result: 1. Fibroid in the left uterine body, which has increased in size from prior study where it measured 13 x 1.2 x 1.5 cm? 2. Status post right oophorectomy. 3. Heterogeneous uterus which may be secondary to adenomyosis.. X-ray - on 06-jan-2016: 1. Mild-to-moderate osteoarthritis. Calcaneal spurs. 2. Otherwise unremarkable left foot x-rays.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain, fatigue,dyspareunia,urinary tract infection, autoimmune thyroiditis and trigeminal neuralgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/essure device punctured fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto thyroid disorder') in a (B)(6) year old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included breast reduction, tummy tuck, pelvic mass, ovarian cyst nos, paratubal cyst, abdominal pain, gout, sinus operation, anemia and ectopic pregnancy. Concurrent conditions included overweight, blurred vision, headache, hyperopia, presbyopia, uterine bleeding, knee pain, synovitis, tenosynovitis, joint swelling, stiffness, flank pain, kidney stone, sinusitis, atelectasis, scoliosis, spondylolisthesis, disturbance of skin sensation, hypertension, lumbago, numbness, palpitations, urinary frequency, urinary urgency, diarrhea, constipation, dysesthesia of lower extremity, polyarthropathy, chest pain, raynauds, myalgia, urticaria, dysphagia, dry eyes, insomnia, chronic cough, lumbar disc herniation, fibromyalgia, mouth ulcer, behcet's syndrome, cervical disc herniation, rheumatoid arthritis, ovarian torsion, gastroesophageal reflux disease, blisters, angioneurotic edema, change in bowel habits, gallbladder polyp, epigastric pain, bloating, right upper quadrant pain, acute bronchitis, bronchospasm, asthma, tendonitis, stress urinary incontinence, vaginal prolapse, mixed incontinence and mononucleosis. Concomitant products included alprazolam since 2010, benzonatate since (B)(6) 2016, ciclosporin (restasis) from 2016 to 2017, ciprofloxacin hydrochloride (ciprofloxacin hcl) from 2012 to 2016, clarithromycin from 2011 to 2016, colchicine from 2016 to 2018, cholecalciferol (d3) from 2015 to 2017, colestyramine (cholestyramine) from 2017 to 2018, cyclobenzaprine since (B)(6) 2011, drospirenone + ethinylestradiol (yaz), duloxetine hydrochloride (duloxetine hcl) since 2017, esomeprazole magnesium since (B)(6) 2016, famotidine; ibuprofen (duexis) since (B)(6) 2016, fluticasone propionate;salmeterol xinafoate (advair) since (B)(6) 2016, folic acid from 2014 to 2017, furosemide from 2014 to 2016, hydrochlorothiazide since 2014, hydrocodone since (B)(6) 2012, hyoscyamine since 2016, levofloxacin from 2013 to 2014, levothyroxine sodium since 2016, levothyroxine;liothyronine (np thyroid) since (B)(6) 2018, lisinopril since 2008, losartan potassium from 2017 to 2018, meloxicam from 2012 to 2016, methylprednisolone since 2010, naproxen from 2011 to 2017, nystatin since 2018, oxycodone since 2010, paracetamol (acetaminophen) since (B)(6) 2012, prednisone from 2013 to 2017, salbutamol sulfate (proair hfa) since 2010, thyroid (armour thyroid) from 2017 to 2018 and valaciclovir hydrochloride (valacyclovir hcl) from 2016 to 2018. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), pain in extremity ("leg pain") and neck pain ("neck pain"). In (B)(6) 2010, the patient experienced skin disorder ("rashes or skin conditions type") and nausea ("nausea"). In may 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2011, the patient experienced eye disorder ("vision/eye problems type") and visual impairment ("vision/eye problems type"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6) 2018, the patient underwent urinary bladder suspension ("bladder sling"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, autoimmune thyroiditis, back pain, hypersensitivity, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, urinary tract infection, female sexual dysfunction, skin disorder, bladder disorder, urinary tract disorder, nausea, trigeminal neuralgia, vaginal discharge, eye disorder, fatigue, gastrointestinal disorder, pain in extremity, alopecia, urinary bladder suspension and visual impairment outcome was unknown, the pelvic pain, dysmenorrhoea, migraine, tooth disorder, weight increased, dysgeusia and neck pain had resolved and the dyspareunia was resolving. The reporter considered alopecia, autoimmune thyroiditis, back pain, bladder disorder, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, neck pain, pain in extremity, pelvic pain, skin disorder, tooth disorder, trigeminal neuralgia, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion details:- patient had a history of right salpingectomy due to ectopic pregnancy, hence, essure was inserted only in the left ostia with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Nuclear magnetic resonance imaging on (B)(6) 2012: result: tear to the posterior horn of the lateral meniscus near the root, as well as a tear to the anterior horn of the lateral meniscus near the root. Small joint effusion and small popliteal cyst. Ultrasound pelvis on (B)(6) 2016: result: thickened abnormal endometrium measures 9 mm with cystic changes·. Cytologic evaluations warrant ed. Ovaries not well seen but no definite mass appreciated. Ultrasound scan vagina on (B)(6) 2016: result: fibroid in the left uterine body, which has increased in size from prior study where it measured 13 x 1.2 x 1.5 cm? Status post right oophorectomy. Heterogeneous uterus which may be secondary to adenomyosis. X-ray on (B)(6) 2016: mild-to-moderate osteoarthritis. Calcaneal spurs. Otherwise unremarkable left foot x-rays. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain, fatigue, dyspareunia, urinary tract infection, autoimmune thyroiditis and trigeminal neuralgia. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received : product indication updated. Essure lot number and race added. Previously reported ¿injury to herself¿was updated to pelvic pain. Following events were added: perforation (fallopian tube(s)), abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction, urinary tract infection, apareunia (inability to have sexual intercourse), hashimoto thyroid disorder, rashes or skin conditions type, bladder or urinary problems or changes, urinary tract disorder, migraines / headaches, nausea, dental problems, trigeminal neuralgia, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type, fatigue, weight gain, gastrointestinal or digestive system condition type, metallic taste in mouth, dysfunctional uterine bleeding, leg pain, back pain, neck pain, hair loss, bladder sling, painful sexual intercourse and she did not undergo an essure confirmation test. Reporters, medical history, lab data and concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.